Event description:
It was reported that the user experienced hypoglycemia while using the ilet following meal announcements made when blood glucose was low, with the lowest value reported as 45 mg/dl and approximately 30 minutes out of range. Symptoms included no reported clinical symptoms. Outcomes included self-treatment with oral carbohydrates and no need for outside assistance or medical intervention. Investigation included complaint handling, user counseling on meal announcement practices, and review of device behavior indicating that meal announcements prompt insulin dosing independent of current glucose level. Investigation of this case revealed user-related factors consistent with announcing meals during low glucose, which can result in additional insulin delivery and further hypoglycemia; no device alerts for the event were reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear, with user technique likely contributory. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.